Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a lead safety switch (lss) on the right atrial (ra) lead. There were stored atrial tachy response (atr) events due to oversensing of noise. It was reported that the system was being programmed to a split configuration of unipolar pacing and bipolar sensing. The lss was also being programmed off. There were no associated patient symptoms. The patient does not require pacing. This product remains in-service.